Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the vent area. The patient was receiving an iron infusion at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: it was described that ¿10 drops was leaking at vent area¿. The patient observed a brownish discharge leaking or dripping on the blanket. There was no blood loss. "Attached a clave and closed system assist with infusion". (Omitted on initial). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the sample no additional testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.